Event description:
A closed representative sample reservoir that was not used on a patient was returned for evaluation. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) anti-reflux valve detachment. A representative sample was returned for evaluation. The device was visually evaluated. No device failure was detected. The anti-reflux valve was attached to its place.